Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. This complaint could not be confirmed because no product was returned for evaluation; therefore, a definitive root cause could not be established. Should product be received in the future, an evaluation will be completed and a follow-up report will be submitted.

Event description:
Surgeon passed PICC catheter while attempting to draw the same there was resistance and rupture getting part inside the child.